Event description:
A report was rec'd on 1/24/03 from the surgeon who implanted a memory lens in the pt's right eye in 2000. The surgeon reported problems of bullous keratopathy, mild inflammation, and cloudy cornea at the following month visit. Yag performed 12 days later. Visual acuity the next month follow up visit 20/30. The surgeon reported that the pt subsequently experienced retinal detachment and inflammation, along with capsular haze on the following month and is now under alternate care. The surgeon further reported that a retinal detachment repair and repositioning of lens was performed one month later. Current visual acuity (date unknown) reported as 20/400 od. No other info is available at this time.